Event description:
It was reported that a patient received inappropriate atp therapy for atrial tachycardia with rapid ventricular response. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.